Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on 15-jun-2025 the blockage was at the site. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009723, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 26/aug/2025 against "final reporting decision equal "reportable malfunction", "lot number" criteria equal "6009723". The count of complaints is 5, which exceeds the threshold of 3; therefore, further statistical trend analysis is required. Device history record (DHR) review: the lot 6009723 was manufactured according to the work instruction (wi) version 98 and packaging in the multivac 14 on 18/oct/2024, with a total of (B)(4) units. The sub-assembly, welding lot 4k02822 was manufactured according to the (wi) version 34 and manufactured on machines ls24 & ls25, on 16/oct/2024, with a total of (B)(4) units. Lot 4k02963 was manufactured according to the (wi) version 34 and manufactured on machines ls24 & ls25, on 17/oct/2024, with a total of (B)(4) units. The sub-assembly, gluing of connector lot 4k01145 was manufactured according to the (wi) version 37 and manufactured on line 3, on 12/oct/2024, with a total of (B)(4) units. Lot 4k01146 was manufactured according to the (wi) version 37 and manufactured on line 3, on 16/oct/2024, with a total of (B)(4) units. Lot 4k01144 was manufactured according to the (wi) version 37 and manufactured on line 3, on 17/oct/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, the thresholds of 5 reportable complaints is met for the lot in question and malfunction code, further actions are required. This complaint requires further corrective and preventive action (CAPA) determination assessment.

Event description:
To date no additional patient or event details have been received.